Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received vibratory patient notification alert for low, out of range atrial lead impedance. Patient came to the clinic and lead impedance was back in normal range. Patient was stable and did not experience any symptoms. Patient will continue to be monitored.